Manufacturer narrative:
The engineer was unable to duplicate the reported event, but noted the motor cartridge was corroded.

Event description:
It was reported that prior to a procedure at the user facility the core micro drill kept running when it wasn't activated. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.